Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that thrombosis occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac kit was selected for use. After achieving femoral access, full dose heparin was administered prior to tsp and a transseptal puncture (tsp) was performed using the versacross connect and the trusteer sheath (act was 288 after crossing septum). After the tsp crossing, a thrombus was noticed on the tip of the watchman sheath. Activated clotting time (act) was 288. The physician aspirated the clot through the sheath and pulled everything back to the right side. The devices were flushed and the procedure was successfully completed with no further patient complications. The physician does not think the device caused the clot and there was no malfunction. The device is not expected to be returned for analysis (disposed).